Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2016 with the following findings: the black box showed evidence of short battery life with voltage drops resulting in battery alarms beginning on (B)(6) 2016. The pump powered on with the returned battery cap; the cap was able to fully tighten. Current electrical draws were within specifications. Unrelated to the original complaint, the battery compartment was cracked with evidence of moisture contamination observed inside. The leak test confirmed the battery compartment leak. The pump case was removed and no additional moisture contamination was observed inside the pump. Also unrelated, the display was dim and discolored. The original complaint was observed in the black box, but not duplicated during testing.